Event description:
It was reported that the bd syringe 10ml ll bns label/product insert was missing. The following information was provided by the initial reporter: no indication of the lot number, as no information is included in the box. The customer has received 2 boxes of pcn 301029 x 480 units on po (B)(4) without product information label. No catalog number , no batch , no expired date only with bd logo. When did the incident occur? Before use.

Manufacturer narrative:
Investigation results: as no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be confirmed. Based on the limited investigation results, a cause for the reported incident could not be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Four photos were provided to our quality team for investigation. Two photos show inside of a full box filled with loose syringes. Two photos show the exterior of a bd bulk non-sterile carboard box with one marked 453 in the upper right-hand corner. However, neither image shows a box label affixed to the box as required. The condition observed is non-conforming per product specification. Potential root cause for the label missing defect is associated with the bulk handling process. A quality alert will be issued to plant to address this issue. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Event description:
No additional information.